Manufacturer narrative:
This report is being submitted to correct (b1 and b2) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Corrected information was provided in d3, e4 and g4. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4 and h1. Upon review, the serial, primary UDI number and type of reportable event have been updated. Additional information was provided in d9 and h3 was updated to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the pump stop was most likely bearing wear based on the provided clinical details and returned product investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An unknown patient was admitted for an acute myocardial infarction with cardiogenic shock. A percutaneous coronary intervention was performed with support by an impella cp and the patient was weaned off support after the procedure. During weaning, an increase in the motor current occurred and the impella pump stopped. An aic replacement was attempted but didn't solve the situation. The patient remained hemodynamically stable and the pump was removed without any alternativ mechanical circulatory support being required.